Event description:
It was reported by dealer that the sector block on the right side front rigging has broken. The dealer had no model number, did not say whether it was swingaway or elevating, and had no serial number on the chair.